Event description:
Related manufacturer reference number: 2017865-2022-13472. It was reported that the pacemaker dependent patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead and right ventricular lead both exhibited noise. Both leads were explanted and replaced. The patient was in stable condition.